Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. Final analysis found that as received a complete lead was returned in one piece. Visual, electrical, and mechanical evaluations were normal except for damages found consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was discovered the right ventricular, left ventricular, and atrial lead had dislodged. The leads were explanted and replaced. The patient was in stable condition post procedure. Related manufacturer reference numbers: 2017865-2021-36514, 2017865-2021-36516.